Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), a shock impedance measurement greater than 125 ohms was noted on the right ventricular (rv) lead. Although the root cause was not determined, the issue was determined to be strictly a lead issue, without device or connection involvement. The lead was surgically abandoned and successfully replaced during the procedure. No adverse patient effects were reported. Additional information was received that a perforation occurred during the removal of this lead. It was not known if this occurred prior to the procedure and was the cause of the high shock impedance levels or if this occurred during the procedure only. No additional adverse patient effects were reported.

Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.